Manufacturer narrative:
(B)(6). Analysis noted that the observed kink caused the catheter to become occluded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [5.0 mg/ml] at a dose of 0.9211 (units not specified) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the physician stated that at the patient¿s refill on (B)(6) 2017 all 20 cubic centimeters (cc) was removed. The physician checked the logs and no motor stalls were seen. The patient was not having any unusual symptoms. It was noted that a dye study would be set up. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury.¿ it was initially reported that surgical intervention did not occur but was planned and not yet scheduled. Additional information received from the representative on 2017-may-03 clarified that at that time no surgical intervention had been planned until the dye study was completed. It was also reported that the dye study had not been scheduled yet. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code and eval code - result code applies to the catheter. Conclusion code is still applicable to the pump.

Event description:
Additional information was received from the company representative (rep) and the catheter was replaced and returned for analysis. Further information was not provided.

Manufacturer narrative:
The other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type catheter correction if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6)2017. It was reported that the dye study was performed on (B)(6)2017, and they were unable to aspirate fluid or inject contrast. Interventions taken to resolve the volume discrepancy consisted of scheduling a catheter replacement. The cause of the volume discrepancy was that there was a suspected kink in the catheter. It was reported that the catheter was replaced, and the same pump continues to ¿serve well¿ and there are no issues with the pump. The volume discrepancy resolved. There were no further complications reported/anticipated.